Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device involved was not sent back for an investigation to the service laboratory in melsungen. Futher we don´t know the serial number of the reported device. So we can not say how old the device is. If we receive the device and it is possible to make an investigation or we get new information, a follow-up report will create.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in norway): "bolus not registered."